Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/other') in an adult female patient who had essure (batch no. B66015, 33236dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/other"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), eczema ("excema"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, allergy to metals, dermatitis allergic and eczema had resolved and the fatigue, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, eczema, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, eczema, fatigue, hair loss, hormonal changes, headaches and weight gain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) -bilateral occlusion.. Most recent follow-up information incorporated above includes: on 14-aug-2020: reporter and lot number added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/other') in an adult female patient who had essure (batch no. B66015, (33236dk-not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/other"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), eczema ("excema"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, allergy to metals, dermatitis allergic and eczema had resolved and the fatigue, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, eczema, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, eczema, fatigue, hair loss, hormonal changes, headaches and weight gain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) -bilateral occlusion. Lot number reported 33236dk is inv. Lot number: b66015 manufacture date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/other') in an adult female patient who had essure (batch no. B66015, (33236dk-not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/other"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), eczema ("eczema"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, allergy to metals, dermatitis allergic and eczema had resolved and the fatigue, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, eczema, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, eczema, fatigue, hair loss, hormonal changes, headaches and weight gain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) -bilateral occlusion. Lot number reported 33236dk is invalid. Lot number: b66015 manufacture date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/other"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), eczema ("excema"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, allergy to metals, dermatitis allergic and eczema had resolved and the fatigue, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, eczema, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, eczema, fatigue, hair loss, hormonal changes, headaches and weight gain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. New events added- chronic/pelvic pain/other, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding)/other, nickel allergy, rash/kin condition other, excema, fatigue, hair loss, hormonal changes, headaches and weight gain were added. Medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.